Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Surgeon reported to the sales rep, that "it was not possible to perform the proximal targeting." The surgeon had to take another device to complete the surgery without delay.